Event description:
Additional information was received indicating the patient had experienced a pericardial effusion due to the perforation. The pericardial effusion was noted at the same time the perforation was found. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right atrial (ra) lead perforated the right atrial appendage. Subsequently, the patient was sent to the operating room and a patch was placed over the atrium to contain the perforation. No additional adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.